Event description:
Implant fracture.

Manufacturer narrative:
There is no information about the prosthesis. The explanted implant was returned for evaluation. Bone loss and implant instability caused by patient related peri-implantitis is documented. Material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.